Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll bns had foreign matter. The following information was provided by the initial reporter: material #301031 lot #3235991; 3264474. Rcc received a complaint via email. Complaint number (B)(4) created date (B)(6) 2025 event date 09-16-25 manufacturing site ep-dh product malfunction/failure mode contamination product description summary we have had three different arthrogram trays with plastic piece about pencil size lead diameter inside the 20ml syringe. Complaint quantity (B)(4) sample available no presource component # bf301031~psprms mfg. Sku number 301031 component name syr,20ml,l/l,w/o shield,ns investigated component lot number 3235991; 3264474 was there an injury no was there a death no.

Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.